Event description:
A ventilator was returned to a third-party service center for service for an allegation that a "ventilator service required error message appears during a use. Can be cleared". The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center the reported fault replicated, an error code (evt_tpy_held_in_bm) which indicates a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. Ventilator service required alarms (evt_o2_flow_stuck and evt_obm_valve_failure) were discovered in the event log and the technician recommended replacing the device's oxygen blending module board to address these issues. A vent service required error (evt_press_sensor_mismatch) was noted, the flow sensor found to be defective, and the technician recommended replacing to rectify the reported fault. Additionally, the buzzer assembly was not functioning and will need to be replaced. The outlet side panel and front panel are cracked and will need to be replaced. A valve assessment and battery assessment was carried out and passed. The air inlet foam filter and particulate filter were replaced for 4 year service. Device tested and all testing passed. The customer has rejected the service quote.